Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID 24-0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing faulty pump into storage mode and returning it within 10 days, and informed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.